Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed 2007. According to the complainant, the white disk of the cap was chipped approximately 4 weeks after placement. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undetermined.